Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection identified as a abscess and cellulitis. For treatment, the patient was given antibiotics through an intravenous (IV) that would last for 24 hours called rocephin, diagnostic tests and drainage of the abscess. The patient was prescribed keflex at 500 mg, to take twice a day for 10 days and dicloxacillin at 250 mg, to take twice a a day. The pod was worn longer than 48 hours on the leg. The patient was discharged after 4 hours. The pod was discarded.